Event description:
It was reported that during the implant procedure there was no pacing output after the lead had been positioned. The physician tried several times but still no output. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the electrode - tip electrode, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damage at implant.